Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by changing all the supplies. Reportedly, the customer reverted to an alternate method of insulin therapy.